Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan timeout" message with the freestyle libre 2 sensor, on the 7th day of wear. The customer reported as she was unable to monitor glucose, she subsequently experienced loss of consciousness and seizure. A healthcare meter reading of 30 mg/dl was obtained, the customer diagnosed with hypoglycemia, and provided unspecified treatment. There was no report of death or permanent injury associated with this event.